Event description:
Has a cx4 where a patient was burned and had to go to the ER and had to file a malpractice. Had a patient that she couldn't feel it and she kept increasing it and she ended up with 2nd degree burns and had a malpractice claim. She mailed the device back to them because she had a malpractice claim. States burn happened around october. From trigger word form: no pre-existing medical conditions. They were burned with 2nd-3rd degree. Parameters 80/150 hz carrier 10,000 hz. Leads/cables have not been replaced within 6 months. She is using 1.5" x 1.5" self adhesive electrodes on l2-5, 4 in total, previously used 2 times, 2" apart. Nothing was applied to the skin prior and the device was turned off when pads were removed/adjusted. Skin was clear. Burns appeared immediately last 1 month. Electrodes are shared between multiple patients. They are stored on the adhesive paper. She was not using the electrodes supplied with the device. Lead wires "they have been replaced (I think)" and show no sign of damage. User manual attached. Page 7, do not use electrodes this way: self-adhesive electrodes are for single-patient use only. Do not use electrodes on several different patients to avoid transferring any contamination."